Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's scs system lead implant procedure was abandoned because the physician unable to implant the lead due to the patient's anatomy.